Event description:
It was reported that the screw failed to be locked with a washer post operatively (high tibial osteotomy). The screw had passed through the plate and entered into the bone. The customer reports that as a result, the pt suffered from non-union which required re-intervention. The pt underwent a second procedure approx 3 months post the initial procedure to replace the screw. No further pt info is available and no add'l adverse consequences were reported from this event. This device is used for treatment.

Manufacturer narrative:
The device has been received and eval is in progress. A follow up report will be submitted upon completion of the investigation.